Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the panel switch did not function on the video processor. There were no reports of a delay or patient harm.